Event description:
The iab leaked. This was the only info at the time of the initial report. The following was rpt'd on 9/18/97. The iab was inserted into the pt on 6/9/97. The pt was transferred to the o.r. From ccu and blood was noted in the gas line of the iab. Iabp was discontinued. The gas leak alarm sounded. Event complications: unk - rpt'd 6/13/97, 9/18/97. Pt current status: home - rpt'd 9/18/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.